Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced paresthesia and tingling sensation. Patient denies any traumas in the recent past. The implantable pulse generator was explanted as result to resolve the issue and a new device was implanted. Effective therapy was established post procedure. There were no complications during the procedure. Patient was stable.